Manufacturer narrative:
(B)(4). Batch # m52j52. The analysis results found that the tlc75 device was received with the knife detached from the pusher block. One cartridge was received loaded on the device; the cartridge reload was received fully fired. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the knife became dislodge form the block, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the stapler locked during the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.